Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported that a 66-year-old male patient on 5 day support with the cp and ECMO with cardiogenic shock and cardiomyopathy. The pump support was then explanted and upon explant the team observed thrombus burden. There was no intervention noted.

Manufacturer narrative:
The investigation of thrombus has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-27800. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27800 as it is unknown if the initial reporter also sent the report to the food and drug administration.